Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported the device didn't pace in the ventricle in a dual chamber mode at implant attempt. The system worked with the analyzer, and the device worked in vvi mode, but when it was programmed to ddd mode, the sequences did not coincide to any morphology, and there was no capture. After approximately 10 minutes, the system was found to be working correctly in ddd mode. However, since the patient was pacer dependent, the physician requested a new device. No patient complications were reported as a result of this event.